Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. It was unknown if the patient was hospitalized for the event and treatment information was not reported. The outcome of the patient was not reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that the patient passed away. The cause of the death was unknown. It was unknown if an autopsy was performed. Should additional relevant information become available, a follow-up report will be submitted.